Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient's spouse reported that sensor was inserted. Upon insertion, the patient experienced bleeding, waited a little bit, got the blood away and inserted the transmitter; however, it did not connect. Per spouse, the sensor was removed and they inserted another sensor on a different area, there was no bleeding, but the sensor was still not working. The spouse stated that the dexcom app and unspecified pump display device displayed "searching for transmitter," and then he stated that "there's no error." And the phone displayed signal loss. During this period of signal loss, blood glucose testing was reportedly not performed. The patient reportedly did not have another transmitter available. At 2:00am on 04/18/2024, the patient experienced hypoglycemia with seizure. After the seizure, the spouse was given transcend 15 grams of glucose as recommended by the fire department. An unspecified time after taking the glucose gel, a fingerstick was performed with bg meter reading of 69 mg/dl and the patient stabilized. At the time of the report the same day, the patient was fine. Data investigation could not confirm a signal loss. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. A review of the share logs was performed and signal loss was not found within the investigation window however a related failure was found. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).